Manufacturer narrative:
Investigation results: the visual inspection showed that the cold jaw unit on the returned device was not aligned with the hot jaw as compared to the reference device. The reported complaint for jaw tip is uneven is confirmed (jaw misalignment). A lot history record review was completed for the product, there was no nonconformance associated with the lot number. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the staff opened the plastic package to remove the hemopro tissue welder for the procedure and staff noticed that the jaw tip is uneven and probably cracked broken. Device was not in the pt at the time. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.